Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that thehigh flow insufflation unit exhibited decreased pressure and a gas leak from the k connector unit. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the probable cause of the gas leak was most likely attributed to failure of the k-connector unit (the part that connects to the gas cylinder), and the probable cause of the poor pressure was likely due to the failure of the electro-pneumatic proportional valve (the part that controls the gas pressure). However, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.